Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose at the level of 500+mg/dl. Customer had issues calibration with the insulin pump. Customer was assisted and declined troubleshooting for high blood glucose. No further details was given, the insulin pump will not be returned for analysis.